Event description:
Prior to attempted implant, it was reported that premature battery depletion was observed on the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.